Event description:
The customer reported that the device jaws could not be re-opened and that the device jaws were not on tissue when this occurred. The knife of the device was reported as being exposed. There was no pt injury. The site contact was not able to provide add'l info regarding the incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.